Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient¿s comorbidities were unknown. Following transplant and subsequent device removal, the patient¿s neurological status was unclear. The patient was not following commands and had impaired neurological status prior to transplant and prior to pump removal, which had been classified as ICU delirium. Post-transplant, the patient remained unable to follow commands or awaken to extubation. No head CT imaging had been obtained at the time of reporting. The patient survived to explant. The reported stroke may be related to the patient¿s underlying critical condition, peri-transplant factors, and pre-existing neurological impairment, with no imaging confirmation available at the time of assessment.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.